Event description:
Patient was in cardiogenic shock requiring placement of a temporary pacemaker and intra-aortic balloon pump. She also had a thrombosis in the right common femoral artery. Within 24 hours of placement of iabp catheter, bleeding was noted around the insertion site. Attempts to remove the iabp catheter were met with "great resitance". Catheter was removed and it was felt that a portion of the balloon remained. X-ray of the pelvis revealed "possible foreign body in the right femoral area, possible balloon pump fragment". Patient's condition was extremely critical, and the family elected not to have surgical procedure done to remove the fragment.